Event description:
Patient stated that she needs bio patch disk 1 sterile since disks in central line dressing kit are giving her skin irritation. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.